Event description:
Coolsculpt treatment performed on my abdominal area; 3-4 months following treatment, discrete swelling in area of application. This swelling has not decreased. Waist line increased 10" following treatment with no weight gain. Consulted with 2 plastic surgeons. Both confirmed swelling is a paradoxical adipose hyperplasia. Info provided by MFR at the time of treatment does not warn of this adverse and permanent side effect. Condition can only be corrected with surgery.